Event description:
On 30th october 2025, rayner received notification from its distributor in argentina of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively, a central opacification has developed leading to visual decline and necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to the case by rayner. The event description provided states that post-operatively opacification of the iol has been observed. The lens was implanted in 2020 and in 2022 thr patient underwent an endothelium transplant. Opacification has led to a visual decline necessitating an additional surgery to explant and exchange the lens. The device was explanted on (B)(6) 2025 (date unknown). Rayner ifus contraindicate "corneal decompensation" and "endothelial insufficiency". "Iol replacement or extraction" and "iol calcification" are listed in the "adverse events" section of the rayone IFU. The explanted lens has been retained and rayner has requested its return for analysis. The calcification of iols has been categorised in published literature into two types; primary and secondary (plus a third for those incorrectly determined cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has never had a confirmed case of primary calcification relating to a rayner iol. Rayner has made no material processing or packaging changes that may have negatively affected our iols. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anteiror hcamber due to the presence of oexogenous gas/substance in the eye or an exacerbated inflammatory reaxtion after multiple surgical procedures, trauam or repeat surgery involved in re-bubbling potentially disrupting the blood aqeous barrier increasing concentration of calcium ions. Our review of production records for the rayone aspheric rao600c batch: 099143545 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch: 099143545. The report of opacification cannot be verified at this time. Device return is pending.

Manufacturer narrative:
The reference (B)(4) has been allocated to the case by rayner. The event description provided states that post-operatively opacification of the iol has been observed. The lens was implanted in 2020 and in 2022 thr patient underwent an endothelium transplant. Opacification has led to a visual decline necessitating an additional surgery to explant and exchange the lens. The device was explanted in (B)(6) 2025 (date unknown). Rayner ifus contraindicate "corneal decompensation" and "endothelial insufficiency". "Iol replacement or extraction" and "iol calcification" are listed in the "adverse events" section of the rayone IFU. The explanted lens has been retained and rayner has requested its return for analysis. The calcification of iols has been categorised in published literature into two types; primary and secondary (plus a third for those incorrectly determined cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has never had a confirmed case of primary calcification relating to a rayner iol. Rayner has made no material processing or packaging changes that may have negatively affected our iols. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anteiror chamber due to the presence of oexogenous gas/substance in the eye or an exacerbated inflammatory reaxtion after multiple surgical procedures, trauam or repeat surgery involved in re-bubbling potentially disrupting the blood aqeous barrier increasing concentration of calcium ions. Our review of production records for the rayone aspheric rao600c batch 099143545 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 099143545. The explanted lens underwent structural and ultrastructural analysis comprising of eds and scanning electron microscopy (sem). Alizarin red staining was also performed. Sem analysis uncovered some nodule like structures during analysis of the surface of the explant - which could potentially be calcification nodules; however, eds elemental analysis did not support this as only carbon and oxygen were reported as the only elements present secondary alizarin red staining was performed. Bright red nodules are seen in the alizarin red staining performed on the (B)(4) lens sample, which is evidence of calcification. The lens analysis performed confirms nodules are present within the lens material therefore verifying the report of lens calcification. It is possible that the patient's medical history of fuchs corneal endothelial dystrophy may have had some influence; however, this cannot be verified. While the analysis confirms calcification, we cannot establish the mechanism by which this has occurred in this case.

Event description:
On 30th october 2025, rayner received notification from its distributor in argentina of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively, a central opacification has developed leading to visual decline and necessitating lens explantation and exchange.